Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and stained keypad overlay.

Event description:
The customer reported via phone call that they had low battery alert. The customer's blood glucose was 131 mg/dl. Troubleshoot was performed. Recommended customer refer to back up plan. The product was returned for analysis.